Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cardioplasty, when using the device, it presented problem, and the generator displayed a message to replace the device. The assistant changed the generator and the hand piece, but the device kept presenting the same problem. The surgical procedure was intended to be laparoscopic. In the display of the generator, two messages appeared: "replacement of the instrument" and "detected error in the instrument." As the doctor did not have other option, the doctor had to convert the procedure to open.